Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection in cable unit and an error code e222. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to disconnection in the cable unit, error code e222 is displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a defective camera cable and no image. The issue was found during preparation for use for a therapeutic interventional hysteroscopy gynecological surgery. The intended procedure was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported the camera head had a defective camera cable and no image. The issue was found during preparation for use for a therapeutic interventional hysteroscopy gynecological surgery. The intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.